Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported t hat starting weeks ago, the handset was lagging at 90% for about 5 minutes. Agent guided them through clearing the data and they were then able to connect to the pump without any lag. The patient stated that every once in a while the handset would bring up a message saying that the myptm app was not responding. Agent reviewed general use. (B)(6) 2026 patltr (con): document contained no new information.